Event description:
Pump declared altitude alarm, causing suspension of insulin. Customer's blood glucose level did not exceed 500 mg/dl, confirming no adverse impact. Caller cleaned speaker holes, removed and reconnected cartridge per technical support instructions, resulting in resumed insulin and normal pump operation. Technical support offered tips to prevent future altitude alarms, and caller acknowledged guidance.